Event description:
The customer stated that her blood glucose was tested while she was in the hospital, and the result was 119 mg/dl. Her glucose was also tested using her meter, and the result was 36 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not medicate or allege any adverse events due to the low reading. The test strips are to be returned for evaluation, and replacement strips will be sent.